Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that when this cable was connected to a sedline sensor, the psi value remained above 70. The customer then used another sensor but same problem occurred. No consequences or impact to patient were reported.